Event description:
My son was burnt by the malem bedwetting alarm. In addition to burning him, the alarm also gave him a shock on his neck. It was being used as directed. The device is faulty and has scared my son, so he will no longer use the device.